Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 3.00mmx20mm nc emerge® balloon catheter was advanced for dilation; however the shaft snapped off at the monorail portion and was then retrieved through a snare. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. There was contrast in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 37.5cm from the tip. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was tip damage. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 3.00mmx20mm nc emerge® balloon catheter was advanced for dilation; however the shaft snapped off at the monorail portion and was then retrieved through a snare. No patient complications were reported.